Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the determine hiv 1/2 ag/ab combo assay taken on an unknown date with an unknown sample type. Additional testing with an unknown method was performed and produced negative results. Although requested, no additional information including patient impact or outcome was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. As part of an investigation into preliminary false reactive results, abbott found that for kit lot 867175, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported a false positive result with the determine hiv 1/2 ag/ab combo assay taken on an unknown date with an unknown sample type. Additional testing with an unknown method was performed and produced negative results. Although requested, no additional information including patient impact or outcome was provided.